Event description:
While requesting assistance with sensors, the customer reported that she recently had a blood glucose level of 400 mg/dl. Customer also reported that the insulin pump's display was cracked. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge